Event description:
It was reported that during a lap gastric bypass procedure, in the first firing stroke, the pressure to fire is greater and the feeling within the firing handle feels griddy with increase force to fire. The surgeon uses a hemostat called nuknit. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 06/04/2008. The analysis results showed that one device was returned in with the handles open and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended; however, the cut was noted to be jagged due to a damaged knife, this damaged is consistent when the device is fired over and already existing staple line, hard object or thicker tissue than indicated. Event described could not be confirmed as the device achieved a complete firing cycle and the staples were noted to have a b-formed shape. It should be noted a 100% inspection takes place during mfg to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The mfg records were reviewed and no anomalies were found during the mfg process.